Event description:
Reference number (B)(4). Event occurred in israel. On 07-july-2024, it was reported that the patient was hospitalized due to high blood glucose and diabetic coma. Patient's blood glucose level was found to 300mg/dl. No further information available.

Manufacturer narrative:
E1 patient city: (B)(6). Patient country:israel.